Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of flow rate was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time. The delivered amount was 41.998 and the error percentage was at 4.995%. Maximum error percentage results were less than 5 percent, which were within specification and requires no correction. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. As the failure percentage is close to potentially be a cause of reported symptom and as a precaution evaluation will have pressure setup performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.